Event description:
The customer reported having site irritation and she has been using chlorhexidine wipes for the past month. The customer mentioned that she has been diagnosed with gastroparesis and has lost weight. While the customer was on the phone, she began to slurry her words and she was unresponsive. Advised the customer to take something sweet to eat, but the customer was not able to open her gatorade to drink a few sips. The customer was alone and crawling on her living room while the paramedics were called. Verified and spoke with them when they arrived. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.